Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ bottled media 500ml mold contamination occurred. The following information was provided by the initial reporter: " customer states product is contaminated with mold. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details."

Manufacturer narrative:
H.6 investigation summary. This memo is to summarize findings on your recent complaint 6447810 against bd fluid a; catalog number 299111, lot number 1355405. Event description: the customer reported mold contamination. Complaint history review: the complaint trends were reviewed for a 12-month period. No similar complaint could be identified for this catalog number. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: retain samples were reviewed and no contamination could be observed. Returned samples were not available due to another complaint for damages on the bottles. Evaluation results: based on our internal investigation we can exclude any systemic failure on our manufacturing process. No discrepancy was found neither in the sterilization process nor during the review of the retain samples. Therefore, the root cause cannot be linked to the process from bd heidelberg. Investigation conclusion: based on the above-mentioned evaluation this complaint cannot be confirmed. However, bd will continue to monitor similar incoming complaints. If you have further questions, please do not hesitate to contact us.

Event description:
It was reported that bd bbl¿ bottled media 500ml mold contamination occurred. The following information was provided by the initial reporter: "customer states product is contaminated with mold. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details."